Event description:
It was reported that during a laparoscopic cholecystectomy procedure, while trying to place a clip across the cystic duct, the clip fell out of the jaws of the device. There were no adverse consequences for the patient.

Manufacturer narrative:
Date sent: 02/26/2009. Evaluation summary: the er320 instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.